Event description:
Related to MFR report# 2183959-2011-00518. It was reported that a pt was implanted with a mesh device on (B)(6) 2008. It was possibly an apogee ams system or non-ams product that was implanted. Within months after the initial procedure, the pt "experienced complications" from the mesh and required add'l medical care and treatment and/or surgical intervention. It was reported that as a result of the mesh, the pt "suffered debilitating injuries from the synthetic mesh including mesh erosions, hardening, chronic pain and worsening urination" leading to the need for add'l surgery. It was indicated that the pt suffered "severe and permanent injuries," and that the product eroded and caused dense scarring in the pt.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.